Manufacturer narrative:
The field service representative found the pinch tubing was damaged and replaced it. The customer ran precision testing and quality controls which were acceptable. The investigation confirmed the issue was resolved by the service actions.

Event description:
The initial reporter received questionable troponin t stat and ck-mb stat results for one patient sample from the cobas 6000 e 601 module. The initial results were flagged as less than the measuring range of the assays. Specific results were not provided. The results were automatically accepted by their host system and were reported outside of the laboratory. The sample was repeated and the results were troponin t 0.260 ng/ml and ck-mb 6.85 ng/ml. There was no allegation of an adverse event.